Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 based on the date the manufacturer became aware of the event. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a tria ureteral stent was opened for use in an unknown procedure on an unknown date. According to the complainant, during unpacking, it was noticed that a foreign matter that seemed to be hair was found inside the sterile bag. The procedure was successfully completed with another tria ureteral stent. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.